Manufacturer narrative:
This report is submitted on january 17, 2022.

Event description:
Per the surgeon, the patient experienced a loss of osseointegration of the implant. There are plans to re-implant the patient (B)(6) 2022.